Event description:
An attempt was made to use a scuba peripheral stent system to treat a diffuse lesion in the right subclavian artery. Lesion was pre-dilated. Stent was inspected before use and no abnormalities were noted. It was reported that some force was applied to remove the protective sheath. Resistance was noted when crossing the lesion and the stent came off the balloon. The stent was removed from the patient's body using a snare. Another stent of the same size was used to complete the procedure. It was reported that the patient was fine post procedure. No clinical sequelae were reported.

Event description:
Evaluation summary: the device was received still inserted into the introducer sheath (is). The stent appeared mounted on the balloon but was dislodged 1 mm distally from the proximal marker. The proximal end of the stent appeared damaged because some struts were bent. The stent profile is out of specification. The heat setting marks were clearly recognized on the balloon close to the markerbands. On the surface of the balloon, crimping marks of the stent were identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): evaluation, results: incorrect technique/ procedure (device advanced through lesion despite friction felt). Failure to follow instructions (device used in a contraindicated location). Conclusion: device failure due to user handling (device advanced through lesion despite friction felt).